Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the patient complained of stimulation since their first implant, but for the health care provider (hcp) the stimulation was satisfactory. The hcp wanted to acknowledge the patient's wish to try to improve the stimulation. It is unclear if this was directly related to the lead revision; therefore, additional follow-up has been performed to clarify this.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). Device information was updated. It was clarified that the lead was initially re-positioned. The re-positioning failed so the lead was explanted and the patient was later re-implanted.

Manufacturer narrative:
This event no longer meets reporting criteria as additional information was received indicating that there was no anomaly with the patient's device or therapy, and the revision procedures were performed as an elective procedure. No further follow up reports will be sent unless further information is received indicating this event meets reporting criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the system modification (lead revision and replacement) was due to the fact that the patient had complained about their treatment since implant 4 years prior. It was stated that the patient was reviewed by a multidisciplinary team and it was assessed that the patient's treatment was really effective during these four years. Everything was tried to help the patient and make them happy with their treatment, but all of the complaints were due to the personality of the patient and not the treatment itself. It was stated that the patient had complained about everything, not just their therapy. The hcp waited four years to perform the revision and replacement because the patient's therapy was effective and everything was okay. It was stated that the patient was just over-complaining, and after 4 years of continuous complaints the hcp decided to revise the lead under local anesthesia. The revision was impossible to perform under local anesthesia due to the patient moving, so the hcp explanted the lead and re-implanted the device under full anesthesia. The hcp confirmed that all of this was performed only to satisfy the patient, and there was no issue with the device.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37601, serial (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator. It was reported that the left electrode was repositioned, explanted without replacement. It is unknown what environmental factors may have led to the issue, what diagnostics/troubleshooting were performed, or if the issue was resolved at the time of the report. No further complications are anticipated.